Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced keypad anomaly/stuck button alarm. It was reported that the keypad buttons were unresponsive/not working. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
The pump passed the displacement test. Pump failed screen test portion of the self-test due to pump error 63 alarm. All buttons function properly. Pump successfully downloaded history files and traces using thus. Pump error 63 variable 3 was found during testing due to cracked solder joints on u1 chip keypad assembly. The pump was cut open to perform visual inspection and found dried insulin in the motor slide and evidence of moisture damage to the pcba 1 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, broken belt clip rails. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump error 63 variable 3 was confirmed due to cracked solder joints on the u1 chip keypad assembly. Pump failed self-test due to cracked solder joints on the u1 chip keypad assembly. Exposed to moisture confirmed on the pcba 1 and force sensor. Cosmetic damage confirmed at the battery cap contact during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.